Manufacturer narrative:
One opened probe was received with a tip protector, in a tray along with other unused items, for the report of no cutting during surgery. The returned sample was visually inspected and found to be non-conforming with the needle bent and cracked at the base, black foreign material at the crack location, white foreign material on the stiffener, and orange/brown foreign material on the port face. Functional testing could not be performed due to the visual condition of the probe. The probe sample was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Black, wet foreign material was observed on the majority of the length of the cutter. Orange/brown foreign material / discoloration was observed at one location along the cutter. Gouge marks were observed at multiple locations along the cutter. Dark foreign material was observed inside the tip of the cutter. The cutter was observed to be bent. The complaint sample was received with the needle bent and cracked. Therefore, a confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the bent and cracked needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Confirmation of the reported event could not be determined and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of the probe would not cut during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The product was replaced and procedure completed with no patient harm.